Event description:
Sizing wing broke off of catheter during use; entered patient's airway through bronchoscopy tube; representative from product company stated that this "happens sometimes."

Event description:
Sizing wing broke off of catheter during use; entered patient's airway through bronchoscopy tube; representative from product company stated that this "happens sometimes."